Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/18/2022. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the device lacked a bar code when it was about to be used in an unknown procedure. Another like device was used to complete the procedure. No patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: do you have any photos for visual analysis? Was the integrity of the seal compromised? Do you have any samples of lot rc2alq for evaluation? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Ingredient(s) triclosan, dosage form - suture/solid/parenteral, strength -= 275 ¿g /m.

Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: do you have any photos for visual analysis? Was the integrity of the seal compromised? Do you have any samples of lot rc2alq for evaluation? To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This is a combination product, and the event has been reviewed for both the suture and the triclosan. Ingredient(s) triclosan, dosage form - suture/solid/parenteral, strength -= 275 ¿g /m.

Event description:
It was reported that the device lacked a bar code when it was about to be used in an unknown procedure. Another like device was used to complete the procedure. No patient consequences were reported. Additional information was requested.